Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 1(B)(6) 2025. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient's dexcom app showed egv low and there was no mention if the patient had symptoms or checked the bg. She drank apple juice and some sugar. An unspecified time after treatment, the egv was 120mg/dl, and the next thing happened was she was unresponsive and seizing out of the mouth. Her boyfriend told her she fell off the couch. The patient had to be rushed to the hospital, her bg fs was checked and it was 70mg/dl while her display device was showing 120mg/dl. The complaint documents dextrose / glucose (IV). During the next day call, the patient still experiencing inaccurate reading where she's getting 43mg/dl from dexcom and her bg fs was 115mg/dl. She was still tired and nauseous and had knots in her chest and some soreness at the time of contact. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the c zone of the parkes error grid. During the call, the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. E1 initial reporter street line 1:(B)(6)